Manufacturer narrative:
The product investigation is currently being conducted. The investigation conclusion will be submitted to the FDA in a supplemental report upon completion. The device history record was reviewed and verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system: us catalog # fg540000, serial # (B)(4). Stockert 70 system: us catalog # s7001, serial # (B)(4). Cool flow pump: us catalog # cfp002, serial # (B)(4). Lasso nav catheter: us catalog # d135304, lot # 15792499m. Pentaray nav catheter: us catalog # d128205, lot # 15887127l. (B)(4).

Event description:
It was reported that during an atrial fibrillation (af) procedure a pericardial effusion was noticed on ultrasound. The procedure was stopped and a pericardiocentesis was performed. The patient was stabilized and the patient was moved to the intensive care unit (ICU) for observation. Six cardioversions had been performed prior to the effusion being noticed and an agilis sheath may have contributed to higher than normal catheter contact. Additional information revealed that the physician was ablating near the right sided pulmonary veins in the left atrium, and had a temperature limit error on the stockert generator. About 15 minutes later the patient went into af with rapid ventricular response, requiring cardioversion. The patient was cardioverted successfully, and then went back into af within a minute or so. The patient was cardioverted several times over the next few minutes from repeated sequences of af, until the physician realized that there was a moderate pericardial effusion while viewing the left ventricle on intracardiac echocardiography. A pericardiocentesis was performed, and the patient was sent to the ICU for observation and recovery. The physician believes that the event was possibly due to excessive contact force during ablation due to agilis sheath, or from catheter/sheath movement during one of the six cardioversions the patient received during the procedure.

Manufacturer narrative:
Manufacturer's ref. No: (B)(4). It was reported that during an atrial fibrillation (af) procedure a pericardial effusion was noticed on ultrasound. The procedure was stopped and a pericardiocentesis was performed. The patient was stabilized and the patient was moved to the intensive care unit (ICU) for observation. Six cardioversions had been performed prior to the effusion being noticed and an agilis sheath may have contributed to higher than normal catheter contact. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. The catheter was also evaluated for eeprom, carto 3, 4 khz and calibration functionality. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. Finally, a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the pericardial effusion remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.